Event description:
It was reported that a user experienced hyperglycemia after pausing and disconnecting the ilet, with a highest blood glucose of 284 mg/dl for about one hour after a recent infusion set change to a cd set and no backup therapy or ketone testing performed. Symptoms included thirst. Outcomes included no medical intervention and subsequent improvement with glucose trending down. Investigation included troubleshooting and user education regarding insulin delivery interruption when disconnected. Investigation of this case revealed that the elevated glucose was consistent with insulin suspension due to disconnection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with therapy interruption from user disconnection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.